Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the clip was malformed at the first firing. When gauze inserted through the device, the valve was detached off and fell into the patient. As the fallen piece was already retrieved, no piece was left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.